Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized three times due to high blood glucose. The blood glucose reading at time of call was 600mg/dl. The caller stated that her doctor told her the insulin pump was not functioning and advised her to discontinue the use of the device. Troubleshooting was performed. The customer stated that she also has gastroparesis. The time, date, and basal rates were correct. Reviewed the alarm history and found an alarm. The caller stated that the device kept alarming while being at the hospital, and the battery was removed. The drive support cap appears normal. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to perform the high pressure test. No further information was provided.